Manufacturer narrative:
3m espe received this report on (B)(6) 2015 and has attempted to obtain more patient-specific information. Since the dentist was not able to provide the additional information, patient-specific reporting is not possible. Since this event may have involved three medical devices, three manufacturer reports are being submitted. This report describes the third device. Manufacturer report numbers 3005174370-2015-00057 and 9611385-2015-00019 describe the first and second device, respectfully.

Event description:
On (B)(6) 2015, a dentist reported that some of his patients required endodontic treatment. These patients had restorations made from 3m espe lava ultimate cad/cam restorative for cerec, which were seated with 3m espe relyx ultimate cement and 3m espe scotchbond universal adhesive the dentist was unable to provide further patient-specific details on the cases requiring the endodontic treatment other than most were for crowns and were placed prior to (B)(6) 2014.